Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during radiofrequency lesion delivery, ventricular fibrillation was induced and energy delivery issues were observed. The ablation was delivered near intracardiac device leads, described as across the septum from the right ventricular lead, in the setting of a cardiovascular implantable electronic device interaction involving a pacemaker and a transvenous implantable cardioverter defibrillator. Defibrillation was performed and the rhythm converted to sinus rhythm. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.